Manufacturer narrative:
Customer reported that a pyxis anesthesia 4000 system fingerprint reader, unexpected stopped responding during a scheduled hemicolectomy preventing user access to the station. Customer was able to retrieve the undisclosed required medication from a nearby station. The reported delay to patient care was 5 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and observed that a nurse successfully logged into the station. The technical support specialist verified that there were no pending operating system updates as a precaution and rebooted the device. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia 4000 system fingerprint reader, unexpected stopped responding during a scheduled hemicolectomy preventing user access to the station. Customer was able to retrieve the undisclosed required medication from a nearby station. The reported delay to patient care was 5 minutes. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/ corrected information: a1, b5, d1, d4, d5, d9, e2, e3, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jul-2020 to 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint reader stopped responding. A technical service specialist noticed that nurses were attempting to login to the station. Performed soft reboot into station application and manually rebooting to resolve the issue. The system functioned as intended after troubleshot by the technical service specialist.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es fingerprint reader stopped responding unexpectedly during a scheduled hemicolectomy, which prevented user access to the station. The customer was able to retrieve the required medication from a nearby station. There were no adverse events or injuries reported based on this incident.